Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the light on the transmitter was not flashing on the sensor. Customer's blood glucose was 8 mmol/l. Sensor electrode was missing. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during out analysis. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.